Event description:
Reportedly, on the (B)(6), the ICD recorded noise on the ventricular channel as nsvt. Sensing and impedance remained stable. Is the integrity of the system to be questioned? Is the reintervention recommended?

Manufacturer narrative:
The manufacturing processes as well as device history reports show that the subject device and the subject lead have been manufactured and delivered to the field following all applicable procedures. The review of provided data confirmed the record of two episodes of non-sustained episodes on (B)(6). Data from (B)(6) 2024 were provided. The invicta lead was implanted on (B)(6) 2024 and connected to talentia vr sn (B)(6). The electrical measurements are all good. There are ventricular detections in the vf zone from 0,4 to 0,8mv. They could be ventricular oversensing, less than 50 detections in vf zone are ¿noise¿ (ventricular oversensing) no sustained ventricular arrhythmia has been recorded. Two non-sustained episodes recorded on (B)(6) 2024 at 11h43 and on (B)(6) at 21h33: they are ventricular oversensing most probably due to myopotentials. No charge and no shock were delivered. No further episodes have been recorded since (B)(6). The main hypothesis of this ventricular oversensing is myopotential detections. Based on the available data, no general malfunction is suspected on the subject system (subject lead and subject device). This case is retained and utilized for trend purposes.